Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it is known that the event occurred prior to (B)(6) 2013. Additional information: the intravenous administration set was identified more specifically as a clearlink continu-flo solution set. Evaluation summary: the sample was returned for evaluation. A visual inspection confirmed that the tubing was separated from the drip chamber. Upon closer inspection it was identified that there was no visible solvent plow ridge. The other solvent bonds were pull-tested; no other failures were detected. The cause of the reported condition could not be determined.

Event description:
It was reported that an intravenous administration set had the tubing separate, from a bonded juncture below the drip chamber. The set was connected to a bag of lactated ringers with added oxytocin. The event occurred in the obstetrics department. It is unknown if there was patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial inspection of the sample confirmed the reported condition. Should additional relevant information become available, a follow-up report will be submitted.